Event description:
It was reported that during tunneling, the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two groshong cv d/l catheter, one catheter segment, one syringe, one guidewire hoop, one peel-apart sheath, one connector, two clear connector locking sleeves, two tunneler, and one unknown guidewire in a hoop. The peel-apart sheath was returned peeled apart and with multiple kinks. The sample appears to have been cut and part of the groshong catheter is missing. One groshong cv d/l catheter was attached to the other tunneler, which was also bent, and a complete circumferential break on both lumens was noted at approximately 21.2cm proximal to the y-body. Blood and residue were noted throughout. The investigation is inconclusive due to the sample being in poor condition. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 12/2023).

Event description:
It was reported that during tunneling, the catheter allegedly broke. There was no reported patient injury.

Event description:
It was reported that during tunneling, the catheter allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. H10: d1; d2; d4 (catalog # and lot #); d4 (expiry 08/2024); g4; g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.